Event description:
The patient went to the hospital on (B)(6) 2018, as he suffered a syncope on the day before. The patient reportedly had short episodes of lightheadedness and dizzy spells in the past 2 weeks. No episodes of oversensing were seen in the diagnostics. The physician confirmed that there was no pacing with an external ECG, and suspected a ventricular lead fracture. The ventricular lead was replaced, as well as the subject device, as it had less than 18 months of residual longevity.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The patient went to the hospital on (B)(6) 2018, as he suffered a syncope on the day before. The patient reportedly had short episodes of lightheadedness and dizzy spells in the past 2 weeks. No episodes of oversensing were seen in the diagnostics. The physician confirmed that there was no pacing with an external ECG, and suspected a ventricular lead fracture. The ventricular lead was replaced, as well as the subject device, as it had less than 18 months of residual longevity.

Manufacturer narrative:
The preliminary analysis revealed no issue with the subject device. A lead issue is suspected. Model number & catalog number corrected.

Event description:
The patient went to the hospital on (B)(6) 2018, as he suffered a syncope on the day before. The patient reportedly had short episodes of lightheadedness and dizzy spells in the past 2 weeks. No episodes of oversensing were seen in the diagnostics. The physician confirmed that there was no pacing with an external ECG, and suspected a ventricular lead fracture. The ventricular lead was replaced, as well as the subject device, as it had less than 18 months of residual longevity.